Event description:
A service technician reported that a jb-70 intra-oral x-ray unit, (B) (4), would generate an exposure on its own when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make additional exposure unless it's powered off and on again. The dental assistant, (B) (6), powered on the unit three times.

Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B) (6) 2006. Investigation: the returned display board, manufactured in (B) (6) 2005, was examined. Upon examination, the s1 tact switch was found to be not functioning - switch remains in the "on" position and cannot return to the open state after release. By disassembling the switch, it was observed that the moveable metal contact inside the switch was collapsed and split in the middle. This condition resulted in the tact switch remaining in the "on" position preventing the return to an open state. Therefore, whenever the x-ray unit is powered on, it automatically exposes once and no additional exposure can be made since the s1 switch, or exposure switch, is in the "on" position all the time. Under microscopic examination, black carbon debris was observed on the plastic features immediately next to the split metal contact. The s1 switch was further disassembled and the underside of the metal contact shows a black burn mark. The black burn mark is indicative of the s1 switch being subject to spontaneous overload which can cause arcing. The repeating arcing ate away a significant amount of material on the underside of the contact which resulted in the fatigue/crack. A design change which altered a capacitor value was implemented to prevent this condition in (B) (6) 2006.